Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site and subsequently was treated with topical and oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and the patient was treated with IV antibiotics intraoperatively. There are no plans to re-implant the patient with a new device as of the date of this report.